Event description:
It was reported that the patient complained of discomfort due to vibratory alerts indicating the right ventricular lead was exhibiting high, out of range pacing impedance and increasing capture threshold. The lead was explanted and replaced. The patient was stable.